Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's pump was operating below its set speed. Log file analysis revealed a left ventricular assist device (lvad) internal fault. There was no reported adverse event. No further information was provided.

Manufacturer narrative:
Section b5: additional information. Manufacturer investigation conclusion: review of the submitted system controller log file data confirmed the report of an active lvad fault advisory associated with the pump consistently running at a speed of 5000 rpm; however, the evaluation could not confirm the report of an electrostatic discharge event. It was reported on (B)(6) 2019, that the patient called the center to inform the staff that her pump speed was set at 5300 rpm but the pump was consistently running at 5000 rpm (the low speed limit was noted to be last set to 4600 rpm). An abbott engineer was reportedly consulted, who communicated that there was likely some sort of corruption between the lvad and system controller and a controller exchange was likely needed. The account indicated that when the patient was attached to the power module in the clinic on (B)(6) 2019, review of the system monitor screen reportedly revealed an active fault alarm. It was stated that no equipment would be returned for evaluation. The submitted controller periodic log file contained data from on (B)(6) 2019 8:21 pm ¿ on (B)(6) 2019 11:21 am and captured data at 1-hour intervals. The stored patient speed was set to 5300 rpm throughout the log file. From the beginning of the log through timestamp on (B)(6) 2019 3:21 pm, the low speed limit was set to 4600 rpm, which is consistent with the reported event. The actual motor speed ranged from 5300-5350 rpm throughout this time frame and no alarms or controller fault flags were active. The next line of data captured at timestamp on (B)(6) 2019 4:21 pm showed that the low speed limit increased to manufacturing settings of 5000 rpm. From this timestamp through the end of the log file, active lvad internal fault advisories associated with active eeprom communication error (f46) and e2p_crc (f59) lvad fault flags were captured. It was noted that the actual motor speed was captured at 5000 rpm for most of the remaining log file data and did not increase above 5100 rpm. The submitted controller event log file contained approximately 4.5 days of data from on (B)(6) 2019 8:51 pm ¿ on (B)(6) 2019 11:33 am, per the timestamp. The stored patient speed was 5300 rpm and the low speed limit remained at 5000 rpm. Lvad internal fault advisory events associated with active eeprom communication error (f46) and e2p_crc (f59) lvad fault flags remained active throughout the entire log file. It was noted that the actual motor speed was captured at 5000 rpm for most of the log file and did not increase above 5100 rpm. Despite the active lvad fault advisory, review of the log file data showed that the pump continued to operate at speeds above the low speed limit with stable parameters. Although the root cause of the lvad communication issue could not be conclusively determined through this evaluation, the customer reported that per consultation with the abbott clinical representatives and engineers, the cause of the reported event was identified as electrostatic discharge (esd). No events consistent with esd or any interruptions in pump function were captured throughout the submitted log file data. However, the submitted controller event log file data did not contain data from the time of the lvad internal fault advisory activation on (B)(6) 2019; therefore, the sequence of events leading up to the lvad internal fault could not be determined. Heartmate 3 lvas IFU explains that an lvad fault is an advisory condition. When an lvad fault is active, a text banner appears; however, there is no audible alarm. Section 6 "patient care and management" (under "postoperative patient care") warns that static electricity can cause the lvad to stop and explains how it can be avoided. This section explains that the presence of electrostatic discharge (esd) may be increased in environments with a relative humidity less than 30%. Section 6 (under "static electric discharge") provides information about esd, advises the patient to avoid activities that may cause static electricity, and states to discharge any built up static electricity by touching a metal surface before handling lvas components. The safety testing and classification tables in section b of the IFU include electrostatic discharge information. Section 7 "alarms and troubleshooting" outline all system alarm conditions, including the lvad fault advisory, as well as the recommended actions associated with them. This section explains that an lvad fault advisory condition means that the lvad has determined that one or more internal lvad operating conditions are out of range. The lvad fault advisory only appears as a text banner on the system monitor and does not appear on the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the cause of the low speed operation and internal fault was electrostatic discharge. No further information was provided.